Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) alarmed upon nearing a magnetic resonance imaging (m ri) machine. The patient thought that there was nothing on the identification card nor in the patient manual regarding MRI conditional settings. It was noted that the device alerted due to magnet detection and the health care provider was not advised that the device needed to be programmed into an MRI safe mode upon initial inquiry. The health care provider was advised that they could schedule a representative and that the device did need to be programmed in an MRI safe mode. The ICD remains in use. No patient complications have been reported as a result of this event.